Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The sleeve is now being added to the complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.